Event description:
Per information provided: (B)(6) 2003 - patient was diagnosed with mid epigastric incisional hernia and left periumbilical ventral hernia thereby underwent open repair with implant of composix kugel mesh (device 1) and kugel patch (device 2). Per op notes, ¿an incision was made in the previous gastric upper midline incision over the bulging area of mid epigastric region. The fascial defect was delineated, and a composix kugel mesh (device 1) was placed below the defect in the peritoneal cavity and secured with sutures. The ventral hernia was identified in the periumbilical region to the left, and an incision was made in the left side of umbilicus region. A kugel patch (device 2) was placed and secured with sutures.¿ (B)(6) 2016 - patient was diagnosed with bowel obstruction thereby underwent open repair with excision of composix kugel mesh (device 1) and kugel patch (device 2). Per op notes, ¿the prior midline incision was incised. The dual mesh and the inferior edge of the mesh was identified. The undersurface of the patch was freed from adhesions and divided in the midline. Omentum was densely adherent to the proximal portion of the patch and dissected free. Multiple rough and pointed edges of the mesh were noted and resected all portions of the mesh. Obstruction was identified in the left upper quadrant and mobilized. Seprafilm was placed and secured with sutures.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the kugel patch (device 2). An additional supplemental emdr was submitted to represent the composix kugel mesh (device 1). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.